Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device giving error 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault.). Walked through powering device off and back on. Device alerted water reservoir empty, had them empty pads. Device alerted water reservoir low, only enough water for one therapy. Discussed how to add water to device, but they did not have fill tube connected. Advised to reach out to biomed to obtain fill tube. Restarted therapy with no further issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device giving error 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault.). Walked through powering device off and back on. Device alerted water reservoir empty, had them empty pads. Device alerted water reservoir low, only enough water for one therapy. Discussed how to add water to device, but they did not have fill tube connected. Advised to reach out to biomed to obtain fill tube. Restarted therapy with no further issues.